Event description:
Healthcare professional later reported left side "rupture and capsular contracture, baker grade ii." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported rupture and breast pain. Healthcare professional later reported left side "rupture and capsular contracture, baker grade ii." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d9, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, non-penetrating nicks, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture and breast pain. The device remains implanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.